Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device was displaying an unknown error. Npi.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8015 system on red light. Technical support - recommended george to send unit in for warranty repair. George will send unit in for warranty repair. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/27/2019 to 9/23/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
Case (B)(4). Case subject: npi 8015 system on red light. Account name: (B)(6). Account #: (B)(6). Asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n. Asset location: contact: (B)(6). Contact email: contact phone: (B)(6). Contact mobile: patient or user involvement: no patient or user harm: no case description: george had a system error on red light on pcu8015 sn (B)(6). Failure device type: failure problem type: failure mode: case resolution: recommended george to send unit in for warranty repair. George will send unit in for warranty repair.